Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. . The customer stated that while they were attempting perform the priming process, the numbers on the insulin pump would not come up. The drive support cap was recessed. The customer's blood glucose was 208 mg/dl. The customer stated that they would get a backup plan the day after the phone call. The discontinuation of the device was advised. The customer also stated that they had the insulin pump attached to them while they had a cat scan procedure. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.